Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/16/2016. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mentor ob tape implant on (B)(6) 2005 and it was reported that patient underwent mesh revision on (B)(6) 2005 due to urethral obstruction. No additional information was provided. (B)(4).